Event description:
It has been reported to co that the occlusion balloon failed to deflate. The physician inserted the occlusion balloon wire into the patient to perform a poba. The procedure was completed and the aspiration catheter was inserted to aspirate the particulate from the vessel, the physician had completed the aspiration and removed the aspiration catheter. The physician attempted to deflate the occlusion balloon but it would not deflate. The physician decided to break the hypotube of the device in accordance with the instruction for use, and deflated the occlusion balloon. The occlusion balloon successfully deflated and the device was removed from the patient. The patient is reported to be fine.